Event description:
It was reported that the patient experienced a shocking sensation and there was no known accident or incident related to the start of the symptoms. The shocking sensation occurred when the patient was standing or sitting and did not change based on position. The patient also stated that something was wrong with her lead wires. Additional information was received from the patient that reported she still had concerns regarding her device or therapy but was working with her doctor or company representative. The patient was scheduled for a device replacement on (B)(6), 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 377760, lot# v006259, implanted: 2006-(B)(6), product type lead product ID 377760, lot# v006259, implanted: 2006-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received reported that the lead and implantable neurostimulator (ins) were explanted on (B)(6), 2012. An impedance check had shown impedances in the proper range. The shocking was experienced near the site of the battery. After removal, the physician noted there was a small dent on the battery. The patient stated he had not hit up against anything or fallen. It was noted the lead had breakage. The patient recovered without sequelae.

Event description:
Additional information received reported that the patient had a low grade fever from 2009 until (B)(6) 2012 after the first implant was put in. It was reported that prior to the replacement procedure the leads were rotting in the patient's body. When the patient was having issues with the device she was told to turn it off and that it may take a month to get an appointment for her, but the patient stated that if she were to turn it off she would be bed ridden. It was also reported that the battery overheated a year after implant, and the patient was seeing the hcp monthly. The patient stated that she was not able to work or walk because of the implant, the manufacturer 'tortured her,' and that her third surgery was the manufacturer's fault.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377760, lot# v006259, explanted: 2012-(B)(6), product type lead; product ID 377760, lot# v006259, explanted: 2012-(B)(6), product type lead; (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator found access hole adhesive void. There was a bubble present in the medical adhesive bridging the feed through wires for circuits 4 and 14. The feed through traces were discolored. There was corrosion on the #4 connector sleeve. Analysis of the lead 1 (lot #v006259) found no anomaly. Analysis of the lead 2 (lot #v006259) found proximal end connector corroded.

Manufacturer narrative:
(B)(4).